Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a loss of connection occurred for 10 minutes. Customer regained connection, however the customer experienced a low blood glucose (bg) level of 48 mg/dl. The customer consumed carbohydrates to address the low bg level. No additional patient or event information was available.